Manufacturer narrative:
The device was not returned for evaluation.

Event description:
Per court document received patient underwent outpatient shoulder surgery in 2005, and a stryker painpump was placed for post operative pain. The patient now alleges they have chondrolysis. No information has been provided as to additional treatment he has required.